Manufacturer narrative:
(B)(4). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. Per the evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of hernia. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an umbilical hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. It was not reported if the hernia was pre-existing prior to the start of pd therapy or if the hernia worsened after pd therapy. The patient underwent surgical repair of the hernia on an outpatient basis nine days prior to receipt of this report. The same day as the hernia repair, pd therapy was discontinued and the patient was placed on hemodialysis. At the time of this report the patient remains on hemodialysis and is recovering from this hernia event. No additional information is available.